Event description:
It was reported that the user experienced postprandial hyperglycemia with glucose reaching approximately 250 mg/dl before gradually normalizing, along with inaccurate cgm readings, intermittent pairing difficulties between the ilet and the mobile app, and rapid battery depletion of the ilet. Symptoms included elevated blood glucose consistent with hyperglycemia without reported injury. Outcomes included the user continuing therapy and daily activities without medical intervention or hospitalization. Investigation included review of technical support records, troubleshooting with the user, and assessment of device performance based on reported behavior. Investigation of this case revealed a device performance issue related to battery depletion and connectivity, while cgm accuracy concerns aligned with sensor performance variability. It was concluded that the ilet exhibited battery depletion requiring replacement, with no reported patient harm and with ongoing use of the current device until the replacement arrives.